Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was not exposed to altitude outside the labeled operating range. Customer's blood glucose level was not impacted. Customer was able to ultimately clear the alarm.